Event description:
On (B)(6) 2010, the patient reported that 3 times in the last 3 months the up and down buttons on his insulin infusion device have not responded to presses. He stated the buttons give the normal beeps and vibrations and pop up when pressed. He said his device has not been hit. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.